Event description:
The advocate stated the customer received consecutive blood glucose readings on the contour next link 2.4 that were lower than normal, one of which was 46mg/dl. The customer was feeling sick and ate a glucose tab. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.